Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. They used another capsule to complete the procedure on the same day. There was no harm to the patient and the user and there was nothing unusual about the patient or the procedure. An endoscope was performed to confirm the position of capsule prior to placement and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule.